Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); high blood sugar level up to 20 during night and after morning injection-during day [blood glucose increased]. Wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin) [incorrect dose administered by device]. Case description: this serious spontaneous case from russian federation was reported by a health care professional as "high blood sugar level up to 20 during night and after morning injection-during day" with an unspecified onset date, "wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2017 to (B)(6) 2018 due to "type 1 diabetes mellitus". (B)(6). Medical history included diabetes mellitus type 1 (since (B)(6) 2017). Concomitant products included - levemir penfill (insulin detemir) solution for injection, .0024 mol/l. It was reported that the patient had periodical increase of the child's blood sugar after levemir injection using the novopen echo. After evening levemir injection high blood sugar level up to 20 (unit: not reported) during night and after morning injection - during day. The reporter considers that this was connected with wrong dosing from novopen echo. It was also reported that visually drops from needle differs at selecting same dose of insulin. Action taken to novopen echo was reported as product discontinued. The outcome for the event "high blood sugar level up to 20 during night and after morning injection-during day" was not recovered. The outcome for the event "wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin)" was not reported.

Event description:
[Preferred term] (related symptoms if any separated by commas). High blood sugar level up to 20 during night and after morning injection-during day [blood glucose increased]. Wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin) [incorrect dose administered by device]. The dose indicator did not return to zero after the push button pressing [device issue]. Case description: this serious spontaneous case from russian federation was reported by a health care professional nos as "high blood sugar level up to 20 during night and after morning injection-during day" beginning on jan-2018, "wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin)" with an unspecified onset date, "the dose indicator did not return to zero after the push button pressing" with an unspecified onset date, and concerned a 14 months old female patient who was treated with novopen echo (insulin delivery device) from 28-dec-2017 to 04-feb-2018 due to "type 1 diabetes mellitus". On an unknown date in jan-2018, the patient had periodical increase in blood sugar after levemir injection using the novopen echo. After evening levemir injection high blood sugar level up to 20 (unit: not reported) during night and after morning injection - during day. There was no recent change in diet. The reporter considers that this was connected with wrong dosing from novopen echo. It was also reported that visually drops from needle differs at selecting same dose of insulin. The dose indicator did not return to zero after the push button pressing. The patient's mother was the operator of the device at the time of event and had been trained in the use of the device novopen echo. On an unknown date in feb-2018 the outcome for the event "high blood sugar level up to 20 during night and after morning injection-during day" was recovered. The outcome for the event "wrong dosing from novopen echo (drops from needle differs at selecting same dose of insulin)" was not reported. The outcome for the event "the dose indicator did not return to zero after the push button pressing" was not reported. Investigation result: name: novopen echo, batch number: gvgf027-1 the batch documentation was reviewed. No abnormalities relating to the observed problem were found. Nothing abnormal was found. The electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions are normal. The scale returns to zero after depressing the dose button. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it was not possible to detect any irregularities. The product was found to be normal. Since last submission the case has been updated with the following information: onset and stop date of the event "high blood sugar level up to 20 during night and after morning injection-during day" was added. The outcome for the event "high blood sugar level up to 20 during night and after morning injection-during day" was changed from not reported to recovered. New event "the dose indicator did not return to zero after the push button pressing" added: age of patient was changed from 1.2 month to 14 month. Novopen echo expiration date added. Investigation result updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment/company comment: 10-apr-2018: since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case,it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case: (B)(4). Device evaluated by MFR: evaluation summary: name: novopen echo, batch number: gvgf027-1. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Nothing abnormal was found. The electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions are normal. The scale returns to zero after depressing the dose button. The dose accuracy was measured by weighing using a random penfill cartridge the product was found to be normal. The results were found to comply with specifications. During examination/test of the product it was not possible to detect any irregularities. The product was found to be normal.